Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-02907. It was reported that rotawire fracture, vessel perforation and dissection occurred. Patient presented with breathlessness, angiogram revealed blockage of obtuse marginal (om) bypass graft and badly diffused native om. The >38mm x 2.0-2.5mm, eccentric, de novo, 95% stenosed target lesion was located in a severely tortuous and severely calcified obtuse marginal branch (om) with a 45 to 90 degree bend. The left circumflex artery (lcx) and om were wired with non-bsc wires. A non-bsc microcatheter was inserted but could not advance over the wire in om, it stopped at mid-om. The physician attempted to dilate the lesion with a non-bsc balloon but it could not cross the lesion. The non-bsc microcatheter was reinserted over the wire in om to exchange the non-bsc wire with a 300cm rotawire flop. The maximum distance that the rotawire could go was up till mid-om and could not advance further. The non-bsc wire in lcx was removed prior to ablation. A 1.25mm rotalink plus was inserted and the calcified lesion at proximal om broke through successfully after 5 passes. The physician proceeded to ablate the second lesion at mid om. A slight dissection was noted after 1-2 passes, during the third run the rotawire broke and caused the burr to perforate the om. No ECG changes noted on the patient. The broken wire and the burr were removed but the distal tip of the rotawire remains in the patient. The lesion was rewired with the previous non-bsc wire and the perforation was tacked with a 2.5x15 balloon for 15 minutes. When the perforated vessel was sealed, coiling was done with a 3mmx30mm coil. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned wire matches the upn reported. A visual inspection of the wire found that the wire is broken in the middle. The proximal section of the wire was not returned for analysis. An inspection of the distal tip of the wire found that the spring tip is detached and was not returned for analysis. A kink was observed in the mid-section near the break site. The outer diameter of the wire was measured near the break site and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-02907. It was reported that rotawire fracture, vessel perforation and dissection occurred. Patient presented with breathlessness, angiogram revealed blockage of obtuse marginal (om) bypass graft and badly diffused native om. The >38mm x 2.0-2.5mm, eccentric, de novo, 95% stenosed target lesion was located in a severely tortuous and severely calcified obtuse marginal branch (om) with a 45 to 90 degree bend. The left circumflex artery (lcx) and om were wired with non-bsc wires. A non-bsc microcatheter was inserted but could not advance over the wire in om, it stopped at mid-om. The physician attempted to dilate the lesion with a non-bsc balloon but it could not cross the lesion. The non-bsc microcatheter was reinserted over the wire in om to exchange the non-bsc wire with a 300cm rotawire flop. The maximum distance that the rotawire could go was up till mid-om and could not advance further. The non-bsc wire in lcx was removed prior to ablation. A 1.25mm rotalink¿ plus was inserted and the calcified lesion at proximal om broke through successfully after 5 passes. The physician proceeded to ablate the second lesion at mid om. A slight dissection was noted after 1-2 passes, during the third run the rotawire broke and caused the burr to perforate the om. No ECG changes noted on the patient. The broken wire and the burr were removed but the distal tip of the rotawire remains in the patient. The lesion was rewired with the previous non-bsc wire and the perforation was tacked with a 2.5x15 balloon for 15 minutes. When the perforated vessel was sealed, coiling was done with a 3mmx30mm coil. No further patient complications were reported.